Event description:
The customer reported that the system displayed a charger fail error message on boot up and the system would not complete the boot sequence. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament driver board was replaced and a filament calibration was performed. The system was then found to be operating as intended.